Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that he put in a new sensor last night and went to sleep and in the middle of the night he got a calibration not accepted alert and when he woke up he got a change sensor alert. Customer declined to troubleshoot. Customer declined to troubleshoot for high blood glucose. Patient's blood glucose at time of incident was 320mg/dl. Patient's current blood glucose was 462mg/dl. The customer treated it with pump. Based on customer report customer does not allege pump was under delivering. The customer was advised to call back to perform high pressure test. The insulin pump will not be returned for analysis.